Event description:
It was reported that the device was not secured. No patient injury reported. A backup device was used to complete the procedure.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. Clinical details were provided that the surgeon used a 3.8mm awl & 5.5mm tapper to prepare the insertion site. These devices are not the correct devices for this anchoring system. Per the device IFU (B)(4) under warnings ¿only use the recommended drill bits and drill guides intended for use with the suturefix ultra suture anchor. Use of other instruments may injure the patient, damage the instruments, or compromise fixation¿. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. C-(B)(4) .